Event description:
This trifecta tissue valve was explanted and one cusp was observed to be torn at the stent post. A 28 mm hemashield was used and a 25 mm tissue valve from another manufacturer was implanted. The patient is reported to be doing well post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of this investigation indicated there was a tear in cusp 2. There was circumferential fibrous pannus ingrowth on the inflow surface, which resulted in the narrowing of the inflow diameter. There was a thin layer of fibrin on cusps 1 and 3. Special stains were negative for organisms, and no acute inflammation or calcifications were present. There was no evidence found to suggest the cause of the fibrin, pannus, and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.